Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During the device interrogation, an error message was displayed. The physician acknowledged it, then the programmer left the interrogation session and returned to the home page. The second interrogation was performed successfully. The physician wold like an explanation of this message.